Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. H6: method code was added: 3331 and 4109. H6: results code was added: 213. H6: conclusions code was added: 4310. The reported device was received for evaluation. The reported condition of pain was not confirmed. Visual evaluation of the as returned product identified signs of wear from use about the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports that xifoss411 implant at tooth site # 8 was removed due to pain.